Event description:
New information received indicated that the device was programmed off/inactive and a new device was implanted on the right side.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the device has depleted within 5 years since implanted. The device is awaiting explanted. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
Further information was requested but not received.